Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any defects, such as damaged tips and cutting edges, are removed from the lot and scrapped. Sharpness testing is performed and monitored during the finishing process to ensure the sharpness of the product. Additional information has been requested. (B)(4).

Event description:
A nurse reported that dull knife blades have been experienced on a recurring basis during surgery for several weeks. There has been no patient impact experienced. Additional information has been requested.

Manufacturer narrative:
As no sample has been returned for evaluation, the condition of the reported product could not be verified. A review of the related device history records (DHR) for the reported lot number was performed and no anomalies were found. The product was released according to the manufacturer's acceptance criteria. The complaint lot history review revealed that this is the third complaint for the reported lot number and the first for the reported event. Because no sample was returned for evaluation and the device history record review of the provided lot number indicated that the product was released according to the manufacturer's acceptance criteria, the root cause for the reported complaint cannot be determined. Some potential causes are improper handling or contact between the knife and the blade protective tray or another instrument on the instrument tray during procedure setup. (B)(4).